Manufacturer narrative:
On 1-sep-2021, the product investigation was completed as the complaint device was not returned. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 00001499 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Air easily enters the space between the hemostatic valve and the handle during vizigo flushing. After the air entered the hemostatic valve it was easily noticeable because of the transparent mechanism, it was visible. Using a 20 ml syringe, air was removed, and flushing was completed without any problem. When only vizigo is placed in the la, it may come out to the ra with a heartbeat. There is no problem with inserting a catheter. No air was introduced into the patient and the physician did not perform any maneuver to eliminate bubbles. No medical intervention was required, and the patient has not exhibited any neurological symptoms since the procedure was completed. The procedure was completed without patient's consequence. No further information is available. Air-flow into the side port is MDR-reportable.